Event description:
It was reported that a malfunction alarm occurred. At the time of the report with tandem technical support the customer did not have an alternate method for insulin therapy. Customer declined to provide further information. Customer¿s blood glucose level was approximately 180mg/dl.